Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading "high" and ketones; cause was unknown. A system check was performed and the pump was functioning as expected. Customer was advised to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.